Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #:1420 / catalog #:1420 / expiration date:31-jan-2022 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no, device evaluated by MFR: yes, device manufacture date: 15-jan-2021, labeled for single use: no, (B)(4). Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found unconscious with the driveline and power sources disconnected. The controller exhibited a power disconnect alarm and the vad stopped. The patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. D4: serial or lot#: (B)(6), d9: yes, return date: 15-nov-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the controller passed visual inspection and functional testing. Analysis of the log files revealed a controller power up event logged on 01-oct-2022 at 05:34:05 and a subsequent vad disconnect alarm at 05:34:09 likely due to the controller being powered up without the driveline connected. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point logged on 01-oct-2022 was at 05:34:38, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. Review of the controller log files then revealed a second vad disconnect alarm was logged on 10-oct-2022 at 08:38:07, indicating a physical disconnection of the driveline from the controller. During the vad disconnect alarm, the data log file revealed that the controller was either connected to (B)(6) was connected to power port one (1) and/or to (B)(6) was connected to power port two (2). The vad disconnect alarm was cleared at 09:26:24 and an associated pump start event was subsequently logged at 09:26:45. After the vad disconnect alarm, the data log file revealed (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). If a power source is not connected to the controller for more than 20 seconds, a power disconnect alarm will occur. A low flow alarm was logged at 09:32:24. A third vad disconnect alarm was then logged at 09:40:41, indicating a physical disconnection of the driveline from the controller. Review of the controller log files did not reveal a loss of power event during the reported event date; the controller was powered down on 10-oct-2022 09:41:00 following the third vad disconnect alarm, likely after the patient was found. Additionally, seven (7) low flow alarms were logged between 01-oct-2022 and 08-oct-2022. As a result, the reported vad disconnect alarm and power disconnect alarm event were confirmed. The reported controller double disconnect event could not be confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported power disconnect alarm can be attributed to the disconnection of a single power source from the controller. The most likely root cause of the reported vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.